Event description:
This is a spontaneous report by a nurse from the USA of the patient made a mistake or touch contamination and peritonitis with culture positive for (B)(6) and (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient experienced a mistake or touch contamination. Per the nurse, the patient's caregiver is her daughter and the daughter may not have changed clothes or washed hands properly after working with animals. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. It was unreported whether treatment was provided. Pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and had recovered from the peritonitis. It was unknown if the patient had recovered from the mistake or touch contamination.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A batch review was performed for potentially associated lots (h10g16025 and h10f15037) with no issues noted during the manufacturing process. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-05125 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two injection gold probe devices were intended for use for hemostasis of a bleeding ulcer in the stomach. According to the complainant, the injection gold probe device was connected to the diathermy machine. When the physician tried to apply current, the probe appeared not conducting current to the tip of the probe. The physician replaced this device another probe and had the same problem. Using the same generator, the procedure was able to be completed with the third injection gold probe, which worked without incident. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.